Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported occlusion alarms occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that a malfunction alarm occurred. A replacement pump was sent to resolve the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed their bg level with a correction bolus via the pump.